Event description:
Bioform received an inquiry on 10/7/05 regarding the us of cortisone, from an individual who implied that she was injected with radiance in her naso labial folds and jaw lines. Four days later, the pt reported that she has "facial fat atrophy" and scarring due to injections of cortisone. One day later, the pt reported that she may need to see a plastic surgeon to restore her apperance. One day later, the pt reported that her dr injected radiance over aquamid.